Event description:
The physician was using device to retrieve a stone from the right ureter. Stone was in the basket. Assistance was holding the handle opening and closing when the end broke off inside the patient. The end (tip) was retrieved by the physician. No harm to patient.